Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in. Pact av access balloons were used to treat the right arm outflow venous intra-graft segment. A third in. Pact av access balloon was later used to treat the right arm outflow venous intra-graft segment. Approximately 23 months post index procedure patient suffered vessel restenosis of outflow vein in arteriovenous graft. Contrast injection demonstrated similar multifocal stenoses sluggish flow in peripheral veins, though improved contrast opacification throughout. Stent 6 x 100 75 cm mustang used to perform angioplasty in immediate venous outflow tract. Angioplasty was performed at the arterial end of the graft near the brachial anastomosis with a 6 x 40 mustang. Repeat angiography demonstrates opacification throughout the inflow without residual stenosis. Patient recovered.